Event description:
Initial report: this non-serious case was received from a physician on 20-jan-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Local (B) (4). This case involves a pt who developed nodules in 2008 after receiving poly-l-lactic acid (sculptra) therapy. No treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Action taken: not applicable. Corrective treatment/outcome - unknown. Physician's causality: unknown.